Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade and subsequent death could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 9680001-2016-00001, 3008452825-2016-00002, 3005334138-2016-00002. Following a ventricular tachycardia ablation procedure, the patient developed a cardiac tamponade and subsequently expired. The ablation procedure was completed using a flexability ablation catheter. During the night following the procedure, the patient developed a cardiac tamponade, confirmed by an echocardiogram. No patient symptoms were evident as the patient was in critical condition under general anesthesia and on extracorporeal membrane oxygenation (ECMO) therapy. The patient subsequently expired. The physician believes the event was not due to performance issues with any sjm device during the procedure but as a consequence of the very critical status of the patient.